Manufacturer narrative:
Concomitant products: 3889-28 interstim urinary mgu lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the leadless implantable pulse generator (ipg) had intermittent loss of capture. In addition, the ipg had high pacing thresholds that had increased with time and patient positioning. The parameters on the ipg were initially reprogrammed and the patient was subsequently brought in for a replacement procedure. During the procedure, the ipg was snared and while attempting to withdraw the device and snare, a pre-existing inferior vena cava (ivc) filter became ensnared and dislodged from the ivc. The patient was taken into surgery where the devices were explanted. A new ipg was implanted. It was further reported that post vascular surgery, the patient presented with fever, malaise, ear pain, abdominal pain and post nasal drip. Imaging indicate a right lower abdominal hematoma into the right pelvic side walls and right retro-peritoneum. New subcutaneous collection representing a possible super-infection. The patient was put on intravenous medications and underwent a surgical procedure of exploration, debridement and washout of the abdominal wound. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.